Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an "error code 3" error message with the adc blood glucose meter upon test strip insertion. The customer reported experiencing symptoms of "light-headedness, blurry vision, and breaking out of sweat", and had contact with a healthcare professional. The customer reported that her blood glucose levels were taken and determined to be high, and she was treated with an unspecified medication. There was no report of death or permanent injury associated with this event.